Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: per medwatch report: "the 22mm angled connector on the heated-wire hudson rci pt circuit is detaching during use." The medwatch report indicates that "other serious adverse event" but, customer states "there was not a pt issue." No pt injury or harm reported. Pt condition is fine.